Event description:
It was reported to boston scientific corporation that a percuflex locking loop nephrostomy catheter was used during a procedure performed on an unknown date. According to the complainant, the device broke during preparation and did not come in contact with the patient. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The review and analysis of all available information fails to indicate a root cause or probable root cause, therefore, the most probable root cause of this complaint is undeterminable.